Event description:
It was reported the pt had received a low battery flag. The pt had an appointment but did not bring the programmer for calculating the parameters. It was reported the physician replaced the ipg. End of life calculations of the parameters determined the expected life of the ipg should have been 48 months, which indicates a premature battery flag.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.